Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, shaft separation occurred. The 99% stenosed target lesion was located in a moderately tortuous shunt. During preparation, difficulty was experienced removing the 4.00mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail from the hoop. While attempting to remove the device from the protective ring, the shaft separated this device was not inserted into the patient. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, shaft separation occurred. The 99% stenosed target lesion was located in a moderately tortuous shunt. During preparation, difficulty was experienced removing the 4.00mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail from the hoop. While attempting to remove the device from the protective ring, the shaft separated this device was not inserted into the patient. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the shaft 24.7cm from the catheter tip. Stretching and twisting was present at the break site. The balloon protector was returned on the balloon. The hypotube shaft was kinked at various locations. The balloon protector was removed with slight resistance during analysis. No issues were noted with the tip, balloon, or blades. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).